Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The reason for reoperation was rupture. Device evaluation: visual analysis of the returned device identified opening, a weight test of the device found it to be underweight. A microscopic analysis was performed which identified sharp edge opening assessed as an unidentified tear opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is a sharp opening on posterior due to an unidentified (tear) opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported left side rupture. Patient also reported, "silicone in her lymph nodes, developed thyroid issues, hashimotos, and high levels of metals in her body. She has also gained weight", not related to the device. Device was explanted.